Manufacturer narrative:
The lens was repositioned on (B)(6) 2017. The lens rotated back again after repositioning, so the surgeon plans to make "bioptic lvc" to "correct rx." (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, diopter -13.50/+3.50/x192 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. The lens was repositioned on (B)(6) 2017 due to refractive surprise. Surgeon wants to know the amount of required rotation for plano refraction.